Event description:
The htr was explanted due to an infection.

Manufacturer narrative:
The doctor was able to implant the device, the surgery was delay as he modified the device so that it fit the patient. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.